Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with mild diabetic ketoacidosis. The nurse reported that the insulin in the tubing appeared clear. The blood glucose reading at the time of the event was 397 mg/dl. The customer was currently being treated in the hospital. The nurse reported that the customer had infusion set fall out, and found it later, but that it had been her last infusion set. The nurse was not sure how long the customer had gone without receiving insulin. The nurse reported that the drive support cap appeared normal and recessed and was assisted in setting the correct time. The nurse reported that the customer's doctor had recently made changes to the settings and that the customer reported the settings were correct. The customer reported that low reservoir alarms occurred prior to the adverse event. The customer reported only bolusing once per day and declined further troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.